Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that, during the implant procedure, the helix of this right atrial (ra) lead extended after 19 turns of the fixation tool. Poor sensing was observed in the first position and therefore a second position was attempted. In the second position the helix did not extend after 40 turns of the fixation tool. This ra lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and lead body found no anomalies. However, inspection of the electrode tip showed a deformed helix. Laboratory analysis determined the deformed helix was likely the root cause of the reported helix extension/retraction problems.

Event description:
It was reported that, during the implant procedure, the helix of this right atrial (ra) lead extended after 19 turns of the fixation tool. Poor sensing was observed in the first position and therefore a second position was attempted. In the second position the helix did not extend after 40 turns of the fixation tool. This ra lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.